Event description:
The customer reported that there was a ma on in error message. This error results ina system shutdown. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A full filament calibration was performed. The system was tested and found to be working as intended.